Event description:
A report was received that during a lead revision to change the patient's percutaneous lead to a paddle lead, the physician noticed fluid inside the port plug where the lead was inserted. The physician replaced the lead and the ipg. The procedure went well and the patient is doing fine.